Event description:
The customer stated that one evening she tested her blood glucose and received a reading of 145 mg/dl using her breeze2 meter. The customer went to bed after testing and when she woke up, paramedics had been called. The paramedics told her that they had been unable to wake her because she had been in a diabetic coma. Paramedics did not tell the customer what blood glucose reading they received, but she was treated with glucose before being taken to the hospital. The customer did not have any test strips left that gave the 145 mg/dl reading, so troubleshooting was not possible. The customer's meter is to be returned. A replacement meter and test strips were sent to the customer.